Event description:
Information received by medtronic indicated that the insulin pump was reported broken battery cap, blank display and exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue to use of the product. The product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged blank display, moisture damage and battery cap damage found on (B)(6) 2022. The pump passed the displacement test, active current test and pump failed self test due to pump error 75 on (B)(6) 2022 at 09:34:25.000. Pump error 75 was triggered due to moisture damage on the internal battery. Pump failed sleep current test due to high current due to moisture damage on the electrical board 1 and electrical board 2. No blank display noted during testing. Pump was partially downloaded using thump. Unable to generate power management graph due to partial download. No unexpected alarms or alerts noted during testing and in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage¿on the electrical board , motor, force sensor, harness assembly vibrator, keypad flex tail and battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Battery cap damage is unknown due to pump being received without battery cap. Moisture damage confirmed on electrical board 2, motor, force sensor, harness assembly vibrator, keypad flex tail and battery tube. Unable to fully download history files and traces confirmed. Pump error 75 confirmed due to moisture damage on the internal battery. Unexpected battery power loss confirmed due to moisture damage on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.